Event description:
It was reported that the ventilator while in use there was an error code 'proximal pressure sensor range error'. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service provider (sp) inspected the device and could not duplicate the reported issue. The sp found in the ventilator diagnostic logs error code proximal pressure line disconnect. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.